Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for a medtronic transcatheter valve (evolutfx-34), a frame overlap was observed up to approximately the third and a half node. A pre-implant dilation was performed with a 23 mm balloon (manufacturer unspecified), followed by deployment of the transcatheter valve. Infolding of the valve was observed during the first deployment attempt. The valve was recaptured and withdrawn from the patient. Then the valve, delivery system, and loading system were exchanged for new devices. Fluoroscopic inspection of the new valve (evfxplus-34) showed a frame overlap up to the first node, and then the valve was released and implanted on the first attempt. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were flexible. Leaflets l1 and l3 were in the open position, while l2 was in a closed position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, were found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be per formed. Updated d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for a medtronic transcatheter valve (evolutfx-34), a frame overlap was observed up to approximately the third and a half node. A pre-implant dilation was performed with a 23 mm balloon (manufacturer unspecified), followed by deployment of the transcatheter valve. Infolding of the valve was observed during the first deployment attempt. The valve was recaptured and withdrawn from the patient. Then the valve, delivery system, and loading system were exchanged for new devices. Fluoroscopic inspection of the new valve (evfxplus-34) showed a frame overlap up to the first node, and then the valve was released and implanted on the first attempt. No patient complications were reported as a result of this event. Additional information was received that the pre-implant balloon dilation was performed with a 23 mm non-medtronic (simvalve) balloon. A procedural delay of approximately ten minutes occurred due to the infold and subsequent system exchange. Per the physician, aortic calcification contributed to the infold.